Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the arm on (B)(6) 2017. The patient's mother reported that before bed, the patient stated he felt low. The patient's mother checked the cgm and it showed a bg reading of 131 mg/dl with a double arrow pointed down. The patient's mother believed the cgm was accurate and had the patient get ready for bed and to brush their teeth. While in the bathroom, the patient passed out and hit his head. The patient's mother found him soon after and carried the patient to bed and gave the patient glucose tablets. The patient's mother checked the patient's bg values and found a finger stick value of 31 mg/dl. No additional medical services were sought. Additionally, it was indicated that the patient sustained a bruise/knot on his head due to the event. At the time of the call, the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.